Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Noise was observed on the ventricular lead and resulted in inappropriate shocks. The lead was explanted.